Event description:
It was reported that the asymptomatic patient was presented to the clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited t-wave oversensing. The physician decided to follow-up with the patient in three months. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).